Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "swollen of the breasts, checked out of seroma."

Event description:
Patient reported left side " due to swollen of the breasts, checked out of seroma." Device remains implanted.